Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the left anterior descending artery. A comet ii pressure guidewire was selected for use. During the procedure, it was reported that tip was partially separated. The device was completely removed from the body of the patient, and procedure was completed using another of the same device. No complications were reported, and patient is in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination revealed that the body was kinked at 39cm from distal to proximal, additionally the tip was found bent. The shroud of the occ cable was connected to the bench top testing equipment and the coefficient values were confirmed to be programmed. No other issues were identified during the product analysis.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the left anterior descending artery. A comet ii pressure guidewire was selected for use. During the procedure, it was reported that tip was partially separated. The device was completely removed from the body of the patient, and procedure was completed using another of the same device. No complications were reported, and patient is in good condition post procedure.